Manufacturer narrative:
It was reported on (B)(6) 2017 that the surgeon noted on a post operative x-ray that one of the locking caps in the construct had separated from the screw. The patient was scheduled for revision surgery. The revision surgery was conducted and the malfunctioning screw and locking cap were replaced with a new screw and locking cap. All portions of the malfunctioning devices were retrieved and returned for the investigation. The patient is doing well and is having no other issues. Other patient information has not been provided by the user. A review of the company complaint data base shows no other reported events involving these lots of devices, or similar reported failure modes with similar part numbers. A review of the dhrs associated with the locking cap and the pedicle screw was conducted. There were no anomalies or nonconformances associated with the material, manufacturing, or acceptance of the devices which would have led to the issue. A visual inspection of the devices demonstrated that the threads of the locking cap and the threads of the screw had been damaged. There was indication of ploughing of the metal and galling between the two components. A dimensional physical inspection of the devices demonstrated that the undamaged portions of the devices were dimensionally conforming to the engineering prints. Measurements taken from the screw saddle washer to the damaged portions of th screw saddle threads indicate the bottom f the locking cap when installed left approximately 7.5mm. This would have left approximately a 2 mm gap between the locking cap and the rod passing through the screw saddle, meaning that the locking cap would have never seated against the rod. This is alos supported by the visual inspection that showed there was no indication on the bottom of the locking cap and the top of the screw saddle washer that compression forces were applied to either. The investigation evidence points to the most likely root cause of the malfunction being user error in that the locking cap was cross threaded into the screw saddle.

Event description:
Surgeon noted on post operative x-ray that a locking cap had separated from the pedicle screw. Revision surgery required to replace screw and locking cap.